Manufacturer narrative:
The pump is not required for return to animas.

Event description:
On 1(B)(6) 2015, the reporter contacted animas alleging the patient's blood glucose on an unknown date in (B)(6) 2015 was between 500 and 600 mg/dl with diabetic ketoacidosis and dehydration. The reporter noted the patient discontinued pump therapy, the pump's settings were not recently changed, and the patient was hospitalized and treated with intravenous fluids and insulin via injection. It was reported the patient was unable to use the pump independently; the patient could not prime the pump and went without insulin therapy for 4-5 days. It was reported by a healthcare professional that the pump was able to be primed successfully. There was no indication or allegation of a device malfunction. This complaint is being reported because the health event was attributed to a use error.